Event description:
It was reported to philips that the system shutdown unexpectedly. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use when the issue occurred; planned coronary treatment was performed by the customer and the procedure was delayed and completed by moving the patient in another room. Philips field service engineer (fse) inspected the system onsite and found that the system shut down unexpectedly. Upon troubleshooting, fse checked the m cabinet and found that ippc (image processing pc) had no power , and after checking the main power distribution unit (mpdu) found enf4 was off and enf11 fuse was broken. Fse replaced the f11fuse, but the fuse broken again. To resolve this issue, fse checked the ippc and found the lateral ippc short current and replaced the third-party power supply. After that the system was returned to use in good working order. The codes were updated based on investigation outcome.